Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, d10, h2, h4, h6 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: 'the issue occurred during a therapeutic transurethral resection of prostate procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified procedure, there were no plasma ignition when the loop was activated and an error code e006 (insufficient conductivity) was displayed in the generator. The procedure was completed with no further issues by changing to a new electrode and which was able to active plasma. There were no reports of patient harm.